Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unknown at this time. A review of complaints for the last 24 months indicated no additional, related reports for this system. An internal investigation has been opened to investigate this issue. Quality assurance will continue to monitor related complaints and will take action for further occurrences as necessary. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "there was not patient harm" (no consequences or impact to patient). Product problem(s): "system message occured during the case" (device displays error message). The facility reported receiving a system message during a case. The system was rebooted and the case was completed. No patient harm was reported.